Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon manually opened the device and completed the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/29/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.